Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported patient had insulin leakage around the insertion area of the cannula. Caller stated patient also experienced leakage around the luer tapper and inside of the cartridge compartment. Caller reported patient experienced elevated blood glucose level of 18 mmol/l and ketones; was unable to manage the elevated blood glucose level and ketones by herself and was supported by her husband. Infusion set has been discarded. No product will be returned.